Event description:
It was reported that the lvp returned from bd service center, put back into clinical circulation however air in line alarm continued whilst in patient use. Lvp removed and sent to biomed for review. New lvp connected, therapy continued. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the lvp returned from bd service center, put back into clinical circulation however air in line alarm continued whilst in patient use. Lvp removed and sent to biomed for review. New lvp connected, therapy continued. There was patient involvement but no patient harm.